Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary :the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visually, the device had wear marks. It was observed that when the trigger of the device was pulled, the jaws would not actuate open/close consistently. The upper jaw was loose. A manufacturing record evaluation was performed for the finished device 19a01, and no non-conformances were identified. Based on the visual results, this complaint can be confirmed. This type of failure has been attributed to wear and tear as well as rough use, since the repeated excess force applied when a large amount of tissue is being grasped which cause a potential to break; also, the age of the device causing damage in the device. Other than this possibility, cannot be discerned at this point. As per IFU, inspect for damage before using. End of useful instrument life is generally determined by wear or damage from handling or surgical use. Inspect instruments between uses to verify proper functioning. Between uses, lubricate moving parts with a water-soluble lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2023, it was observed that the movements on the grasper - graber device were not linked to the opening and closing of the forceps. It was unknown how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.